Manufacturer narrative:
Evaluation codes - additional manufacturer narrative - device evaluation the mvp-7q was returned for analysis. As received, the plug was found to be separated into two segments at detachment area. Upon closer examination, it appeared that the pushwire separated from within the threaded bushing of the detachment area. The pushwire was inserted into the implant with the threaded bushing; the implant was unable to remain attached to the pushwire. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The investigation is still ongoing. A follow-up MDR will be submitted when investigation is complete. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-7q has been returned and evaluation is currently in progress. A follow-up MDR will be submitted when evaluation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-7q premature detachment during preparation. It was reported that the mvp was pulled from the packaging. When submerged in saline in order to pull into the sheath, the plug fell off of the push wire. The physician attempted to reattach the plug, but it fell off of the wire again. The device was not used on a patient.

Manufacturer narrative:
Device evaluation based on the reported information and device analysis the report of (B)(4) premature detachment was confirmed as the device was found to be separated into two segments at the detachment area. However, review of the lot history record and manufacturing process did not show any discrepancies that might have caused the event. The cause of the event could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.